Event description:
During a greenlight procedure the facility reported the fiber broke off at the machine and the remaining portion was on fire. The nurse's scrubs were burned but there was no injury to anyone.